Manufacturer narrative:
H.6. Investigation summary: bd has not been provided with photos or samples for catalog 305760 lot 1903003 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. A device history review was conducted for lot number 1903003. After reviewing our production and inspection records, it is not possible to perform an accurate investigation of the reported issue and determine that the reported failure mode is related with needle manufacturing process. If samples are received in the future the complaint will be re-opened and re-investigated. Since defect is not confirmed and this is the first complaint received for this defect, no corrective actions are required at this time. H3 other text : see section h.10.

Event description:
It was reported that after use of the bd eclipse¿ needle as the hcp was activating the safety device the needle snapped off at port/hub of connector causing needle stick injury. Wound was washed and a blood test appointment was made. The following information was provided by the initial reporter: staff member closed the needle/safer sharp device using correct technique. No undue pressure or undue force. Needle snapped off at port/hub of connector causing needle stick injury.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after use of the bd eclipse¿ needle as the hcp was activating the safety device the needle snapped off at port/hub of connector causing needle stick injury. Wound was washed and a blood test appointment was made. The following information was provided by the initial reporter: staff member closed the needle/safer sharp device using correct technique. No undue pressure or undue force. Needle snapped off at port/hub of connector causing needle stick injury.